Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product has been requested to be returned for evaluation and customer was provided a shipping label; however, to date the product has not been shipped. A follow up report will be submitted if further information is obtained.

Event description:
Customer reported in the nicu the proximal hub on the extension set completely broke off and leaked. The set was changed without incident. No patient harm reported. The unit service supervisor was contacted for more event information and to discuss the use of alcohol on connections. No additional information was available.